Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their controller displayed a software problem 1-intellis 2-3.6 3-58 4-qf_new message while they were charging their ins and the controller would not power on even though it had been charged last night. Pt mentioned that they were unable to charge their ins and they were currently not getting any stimulation. Agent had pt remove the battery pack and plug the empty controller to the ac power cord; pt stated that they did not bring the ac power supply. Agent instructed pt to call back once they have the ac power supply to continue with the troubleshooting.